Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead due to high impedance. There were also high thresholds and some ventricular high rate episodes with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited over-sensing. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.